Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had air bubbles in the reservoir. Customer's blood glucose was 128 mg/dl. The customer does not want to troubleshoot. The customer advised that she is doing change set. The customer was advised to change infusion set.